Manufacturer narrative:
The event of a scheduled full system replacement and revision was reported to abbott. The leads had migrated. The ipg was replaced for MRI compatibility. During the procedure, the leads and ipg were replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05700. It was reported that the patient experienced a double scs lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.